Event description:
On (B)(6) 2023 it was reported on a day in (B)(6) (best estimate) a receiver came apart when the hearing care professional was trying to take the sportslock off. The receiver did not come apart while in the user's ear, hence there was no harm to the user. No further follow up is expected.

Manufacturer narrative:
Manufacturer's ref# (B)(4). Trended case device investigation conclusion: there was traces of ear wax all the to the bottom of the rear housing and no trace of glue besides at the bottom of the rear housing. There were too little glue to keep all parts bonded and it could be that the glue was impacted by the ear wax. Receiver detaching from housing due to insufficient glue or wrongly applied to housing. Glue curing process was not good enough. Technical investigation concluded: no abnormal found on assembling once track back. Clinical evaluation of the event: it was reported that the left receiver broke apart when the hearing care professional was trying to take the sportslock off. The receiver did not come apart in the user's ear, and hence did not get stuck in the ear canal. Clinical conclusion is that the detached receiver has not caused harm to the user. The clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force. The user guide states to contact the hcp if a foreign object or wax is located in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk assessment concluded: known risk. Risk control in place and checked. Deemed to be acceptable. This report is late due to human error.